Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
During social safeguard cyber review a conversation was discovered which mentioned a hammertoe revision procedure. Upon further investigation it was discovered that a patient had undergone a revision surgery on (B)(6) 2018. During the revision procedure the surgeon explanted an ar-1540bc, bio-composite tenodesis screw. The explanted screw was fully intact, was removed and discarded at time of procedure. Once the screw was removed the surgeon filled the void with 1 cc of allosync putty and then placed staples. The reason for performing the revision and removing the screw is because the surgeon expressed concern about poor bone quality. Surgeon provided no further information to the sales rep with regard to the revision. The original procedure was performed by a different surgeon in a different city and further details from that procedure are not available.